Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the customer deviated from the instructions for use (IFU) by using a non-olympus reprocessing device which may have caused the foreign material to remain. Olympus cannot guarantee the efficacy of a device that was reprocessed outside the guidelines of the IFU. While the foreign material was not able to be identified the occurrence of the reported problem can be prevented by adhering to the (IFU) which states the following: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Only olympus-recommended or olympus-endorsed aers/wds have been validated by olympus. When using an aer/wd that is not recommended by olympus, the manufacturer of the aer/wd is responsible for validating compatibility of the aer/wd with each olympus endoscope and accessory.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the air and water supply was unsmooth. Upon further inspection, it was observed that the nozzle was stained with dirt. This finding is due to insufficient or incorrect reprocessing of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had insufficient air and water supply. The reported issue occurred at reprocessing during the inspection prior to use. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was stained with dirt, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the procedure was subsequently completed with a similar device. The investigation is ongoing. A final report will be submitted upon completion of the investigation.